Manufacturer narrative:
The total protein reagent lot number and expiration date were requested, but not provided. The sample probe was replaced. Precision studies were performed and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with total protein on a cobas c 503 analytical unit. Controls were initially not acceptable for total protein, but after repeating them, they were acceptable. The first sample initially resulted in a total protein value of 6 g/l and automatically repeated as 74 g/l. The sample was repeated again and a value of 74 g/l was obtained. The second sample initially resulted in a total protein value of 8 g/l and automatically repeated as 81 g/l. The sample was repeated again and a value of 81 g/l was obtained.

Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling leading to a dirty/contaminated sample probe.